Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. Error c-34 was confirmed and replicated at start-up. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated errors occurred on the integrated electrosurgical unit (iesu). The instruments were delivering energy, but every time the surgeon used monopolar energy, they would get an error tone and an error message stating that activation had been interrupted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and saw errors c-34, m-11, and m-18. The caller rebooted the iesu a couple of times and tried a new energy cable along with an instrument, but the issue remained. The caller rebooted the system and iesu again. When the iesu powered back on, there was a c-00 error. The site connected another vision side cart (vsc) to continue with the case. The procedure was converted to another da vinci surgical system with no reported injury. Isi received the following additional information via follow up: the iesu was initially working, then began to fault repeatedly when both monopolar and bipolar energy were being provided.